Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 402 mg/dl. The customer also reported that the insulin pump received multiple pump error alarms. The customer was assisted to reset the insulin pump as the alarm was not cleared by pressing ok button. Self test was performed and hardware low level failure alarm occurred. The insulin pump was able to clear the alarm and rewind the insulin pump. The customer declined the troubleshooting for high blood glucose levels. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with normal operating currents. No unexpected power loss alarm, this alarm is generated when a power failure is detected alarm or pump error alarm noted. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset alarm alarm noted. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace on u1 keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.